Event description:
The housing's weld is compromised found during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.

Event description:
The housing's weld is compromised found during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.